Event description:
Device returned from medtronic. No documentation received. Device interrogates eri.

Event description:
Device returned from medtronic. No documenttation received. Device interrogates eri.